Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, there was a breakage at the top of the shaft, the black section that connects the fan to the articulating joint. Broken components fell into patient's cavity. Fragments was removed by the surgeon using grasper. Another retractor was used to resolve the issue. There was no patient injury.